Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: user facility medwatch report # mw5112973.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device after an embolization procedure, with a 5fr or 6fr sheath. Reportedly, the proglide device didn't "feel" right. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. User facility medwatch received states: "dr. Felt like proglide closure device wasn't successful." No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified issue could not be tested/confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.